Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision (serial: (B)(6) was implanted successfully utilizing a large flexnav delivery system (lot: 10270601). After deployment of valve, the flexnav nose cone was fully retracted into the valve capsule. When removing the delivery system, there was resistance at the level of the femoral puncture site. It turned out that the nose cone and part of the internal catheter had become detached from the system and could not be removed from the groin. A partial blockage of blood flow was occurring but patient was not symptomatic. A cut down was performed at the level of the puncture site, the prostyle threads were loosened and then the nose cone of the catheter was removed. The puncture site was then closed with a manta closure system. It was reported that no patient harm occurred and the patient was reported to be discharged on (B)(6) 2024.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received: after deployment of valve, the flexnav nose cone was fully retracted into the valve capsule with no gap observed.

Manufacturer narrative:
An event of resistance encountered during the removal of the delivery system, leading to detachment of the nosecone and partial obstruction of blood flow was reported. One image was received from the field showed the detached nosecone with the inner shaft and what was reported to be part of the ¿internal catheter¿. However, the ¿internal catheter¿ and nosecone with inner shaft were not returned with the returned delivery system. The returned delivery system was confirmed to meet functional specification. The valve capsule was noted to have a bent damage, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported partial obstruction appears to be a cascading effect of the detachment of the nosecone with inner shaft. However, the reported detachment could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.